Event description:
Customer reported with an issue of "air cannot pass the tube smoothly". The issue occurred during reprocessing. There was no patient harm or injury reported due to the event. Device evaluation found the nozzle was clogged with foreign material. This report is being submitted for clogged nozzle due to foreign material found during device evaluation (device reprocessing issue).

Manufacturer narrative:
The subject device was received and evaluated. During the inspection at repair center olympus china (rc), it was found the air/water ( a/w ) supply was not smooth and it became normal after removing the nozzle from the device. The nozzle was found not deformed however, it was clogged by some foreign material. The foreign material could not be specified as the inspection engineer failed to remove it from the nozzle. In addition, it was observed that the angle was insufficient and needs to be adjusted during inspection. Evaluation findings has confirmed the customer reported issue and was found to be attributed to a foreign material clogged inside the nozzle. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified. It was determined that the device was reprocessed in accordance with the instructions for use. Therefore, a further cause of the suggested phenomenon could not be presumed further. Olympus will continue to monitor field performance for this device.